Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub of the bd relion® insulin syringe separated and stuck in the medication vial during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned one loose 1cc syringe. Customer states that the needle hub separated and was stuck in the vial. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield. The syringe was examined under the microscope and exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub. The loose cannula was also examined and exhibited adhesive on the cannula shaft. As per manufacturing, a review of the device history record was completed for batch# 6333537. All inspections were performed per the applicable operations qc specifications. There were thirteen notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) has been opened to address this issue for 1ml syringes.